Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection reflin (one gram, route, frequency and duration not reported) and injection fortum (one gram, route, frequency and duration not reported) for peritonitis. At the time of this report, antibiotic therapy was ongoing. The patient recovered from the event of peritonitis. The action taken with dianeal and extraneal therapies were not reported. No additional information is available.